Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the physician was using a needle and the needle slipped and punctured the lung. After the procedure was completed the patient developed a pneumothorax. The patient is completely healed and no overnight stay at the hospital was required. Intuitive surgical inc., (isi) completed the required attempts to obtain additional information regarding the event. However, there was no response received from the physician.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. No video/images were provided by the customer for review. A system log review could not be performed because the system logs are not available at this time. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the biopsy needle and sheath extended in an unintended manner due to damage at the thumb screw.